Event description:
A surgeon reported a bilateral case of horizontal lines in the lasik flap, and incomplete side cut at certain parts of the flap. More information has been requested. This report will reference the right eye. Manufacturer report # 3003288808-2012-00220 will reference the left eye, of the same patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).